Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion, prime or excessive no delivery due to the motor error alarm. However, the motor was tested outside of the device and passed. A cracked lcd window and cracked reservoir tube lip noted.

Event description:
The customer reported that the drive support cap was sticking out and the insulin pump alarmed motor error the day before. The blood glucose reading was 299mg/dl. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.